Manufacturer narrative:
Product evaluation summary: the returned device was visually inspected and it was found in normal conditions, then during an additional inspection, reddish material was observed inside the pebax, with no external damage. The catheter was evaluated for carto3 system and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. The force feature was working properly; the force sensor values were found within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter wherein a ¿touch sensor error¿ (force issue) occurred. There was no patient consequence. The reported issue of ¿touch sensor error (force issue)¿ is not reportable since the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. During returned product evaluation, a ¿reddish¿ foreign material was found underneath the pebax, yet, no visual damages were observed. There was no damage to the pebax integrity that could cause the foreign material travels into the blood circulation. The potential that it could cause or contribute to a death or , or other significant adverse event, is remote. Additional testing performed on (B)(6) 2018 included a scanning electron microscope (sem) analysis. The sem analysis showed evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The hole observed on the surface of the pebax has been assessed as a reportable malfunction. The awareness date for this record is (B)(6) 2018 because this is when bwi became aware of a reportable product malfunction.